Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who suggested performing cold start, but the issue persisted. The rse advised replacing the nibp pump and provided the part identification (ID). Based on the results of the analysis, it was determined that the product has malfunctioned, and the likely cause of the reported problem was the nibp pump. The customer assumed responsibility for the repair. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on the intellivue mmx indicating that non-invasive blood pressure (nibp) was showing erroneous readings and failed leak test. The device was not in use on a patient at the time of the event, so there was no patient involvement.